Event description:
The customer reported that a patient fell when using a golvo 9000. No other information was provided. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
During follow-up, the customer confirmed the patient did not fall to the ground, but was dropped approximately 4 cm while still secured in the sling. Inspection of the lift by an hillrom technician noted that the reported event was caused by misuse of the lift by the customer, who did not check the liftstrap appropriately prior to performing the lift. In fact, it is believed that the reported event was caused by a fold in the liftstrap that was inadvertently created by the user when this was repositioned into the lift arm. It was also reported that the caregiver did not guide the patient. Hillrom contacted the customer to offer training to the staff, and replaced the liftstrap as it appeared damaged. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The lift's IFU (7en140108 rev. 4) in the safety instruction and in the inspection and maintenance sections states: "check the lift strap for wear and to ensure the strap is not twisted." "Before lifting, always make sure that the lift strap is not twisted or worn and can move in and out of the lift.¿ furthermore, if an adjustment was made to the length of the lift strap, the device instructions for use (IFU) state the following for restoring the lifting level: "lower and raise the (mechanical emergency lowering) handle with your left hand. At the same time, tension the strap by turning the knob clockwise with your right hand. Repeat this procedure until the red mark on the strap is just above the emergency lowering device." The reported event was caused by use error. There was no device malfunction, no report of serious injury or death. This does not meet the definition of a reportable malfunction that could lead to serious injury or death if it were to recur, therefore, hillrom does not consider this complaint reportable.

Manufacturer narrative:
Hillrom is in the process of contacting the customer for additional information on the circumstances that lead to the event. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that a patient fell when using a golvo 9000. No other information was provided. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).